Event description:
Customer's mother reported that on (B)(6) 2011 at 12:09 pm, her son activated the subject device. His blood glucose was 339 mg/dl at 12:04 pm. His bg had risen to 415 mg/dl by 1:58 pm, so a .75 unit insulin bolus was administered, but his bg remained elevated at 2:42 pm (388 mg/dl); no additional insulin dosage was reported at that time. By 6:53 pm, her son's bg had decreased to 256 mg/dl, but it rose again to 409 mg/dl at 8:42 pm, at which time, another .75 unit correction bolus was given. At 2:14 am on (B)(6) 2011, another .55 units of insulin was bolused in response to a bg result of 347 mg/dl. The device was deactivated at 2:21 am and the mother stated that after removing pod, she noticed that cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported high blood glucose. No product lot number was reported so no review of qualification records is possible. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."